Event description:
Smiths medical international ltd, has been notified of an event of where the user alleges the air leakage from cuff was found after a few days use. The incident occurred two times in a row on the same pt. The tube was replaced. No adverse outcome.